Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and exposure to fluid. The blood glucose at the time of the incident was 127 mg/dl. The customer was assisted with troubleshooting and the issue was not resolved. The device was returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.